Manufacturer narrative:
Device manufacture date: lot hrkbf9: sept-01-2014 or lot hrgbb8: may-22-2014. A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
CT scan bone biopsy l5 vertebrae. Tip of needle became lodged in sclerotic bone. Upon withdrawal of needle, it resisted movement. Tried to insert stylet for more strength but stylet could not be advanced all the way into needle. Able to pull needle out but tip of needle broke off. Needle tip 23mm segment lodged in left aspect of l5 vertebrae. No portion in soft tissue. All broken needle surrounded by bone tissue. The lot code of the needle cannot be positively identified as it is from one of two possible lots.